Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ((B)(6)) permanent scs implant procedure the physician was unable to implant leads (two leads with a same lot number ) to provide effective stimulation for pain relief. Consequently, the leads were explanted and the procedure was abandoned.